Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that the reason for call was to inquire if ins could affect other parts of the body with one example being the lips. Agent reviewed that ins stimulates the sacral nerve. Patient stated that 10 days after implant they started to feel a stinging sensation (seemingly out of nowhere) at the implant site and that it has been stinging ever since. Patient said they have tried other programs, but the stinging persists. Patient also said the stinging goes from the implant site down the leg to the knees and all the way to the toes all on their right side. Patient said when they turned the therapy off, the stinging went away. Patient said they did not experience any stinging with the trial, which was on the left side. Agent suggested patient could turn therapy off for comfort and contact their managing healthcare provider (hcp) to schedule an in-person device evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stinging at the implant site and down the right side was unknown. The patient stated they tested (B)(6) 2025 on their left side (understood to be when they started their trial) and their implant was installed on (B)(6) 2025 on their right side. The implant started stinging 10 days later and it still stings at night. In an effort to resolve the issue, the patient stated they were advised on (B)(6) 2025 to try the remaining four programs and different stimulations. None have worked to stop the frequency trips. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.